Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. As the device was not returned, we are unable to perform further root cause analysis. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or steno sis.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal braid of the flow diverter did not open properly, and that upon removal from the anatomy, the distal brain was frayed and damaged. The device and the ancillary devices were all reported to have been prepared per the instructions for use (IFU). No patient injury occurred. This event occurred during the treatment of left paraophthamic internal carotid artery (ica) aneurysm that was unruptured and saccular. The anatomy was minimal in tortuosity. A new device was used to treat the patient.